Manufacturer narrative:
The additional information provided in the first supplemental report # 1810909-2019-00447s belongs to report # 1810909-2019-00448. Please disregard the information in the first supplemental report.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. During investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. Some of the readings obtained between (B)(6) 2019 and (B)(6) 2019 were dated back to (B)(6) 2011. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All blood readings obtained during in-house testing were properly stored in the meter's memory. In some countries outside the us, customer information and/or reported information is not provided due to privacy laws. No information was captured as the customer's age, sex and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that they ran a blood test on the contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.